Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred at the start of a routine hemodialysis treatment and the effluent tested positive for blood. Rinseback was started but not completed resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide when a leak is detected. Evaluation of the returned cartridge was not completed at the time of this report, however, occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported on this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.